Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed self test. Pump passed off no power test. Device received with stripped battery cap coin slot(p).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had been non responsive to a brand new battery and the piece was missing on the side of the battery area where the cap screws in. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.